Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that the patient's blood glucose was 540 mg/dl. The patient experienced fatigue and frequent urination. The patient also reported "feeling bad." The patient treated via manual insulin injections. During troubleshooting a bent infusion set cannula was discovered. There were no insulin pump anomalies. The insulin pump was not returned for analysis.